Manufacturer narrative:
UDI= (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of four complaints that pertain to the same event (MFR report # 3005099803-2015-03691, MFR report # 3005099803-2015-03692, MFR report # 3005099803-2015-03693, and MFR. Report # 3005099803-2015-03694). It was reported to boston scientific corporation that the packaging of three contour vl stents and one perculflex plus stent were found damaged. According to the complainant, during unpacking, the sterility of the damaged package may have been compromised. The type of damage to the package is unknown. The stents were disposed and a new stent was used for the case. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.